Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included anxiety, depression, asthma, lower abdominal pain, buttock pain and nausea. Concomitant products included fluoxetine hydrochloride (prozac), norethisterone (micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea /dysmennorhea (cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia/anemia,"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems ¿ other.") And bladder disorder ("bladder/urinary problems ¿ other."). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, anaemia, abdominal pain, urinary tract disorder and bladder disorder had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 15jun2015: gross description: the b specimen is labeled left fallopian tube with essure device and consists of a fallopian tube segment measuring 9 cm in length and 0.5 cm in diameter. The c specimen is labeled right essure device and consists of two portions of a medical device composed of partially straight to tightly coiled silver wire and one more loosely coiled silver wire. She received treatment for pelvic/ abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on 05-mar-2014: impression: normal MRI of the pelvis. Artifact related to tubal occlusion devices in the adnexa. The position of the devices in relation to the uterine cornua and determination of closure of the tubes cannot be made on this examination and should be correlated with a post procedural hsg.. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Normal exam. No mass or collection is seen. Patient presents with: abdominal pain - low abd pain off and on x 2-3 weeks pelvic pain - states pelvic pain with irregular bleeding since essure procedure.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events gen. Abnorm. Bleed, bladder/urinary problems ¿ other added. Events outcome added for pain pelvic/ abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding), anemia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included anxiety, depression, asthma, lower abdominal pain, buttock pain and nausea. Concomitant products included fluoxetine hydrochloride (prozac), norethisterone (micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015: gross description: the b specimen is labeled left fallopian tube with essure device and consists of a fallopian tube segment measuring 9 cm in length and 0.5 cm in diameter. The c specimen is labeled right essure device and consists of two portions of a medical device composed of partially straight to tightly coiled silver wire and one more loosely coiled silver wire. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: impression: normal MRI of the pelvis. Artifact related to tubal occlusion devices in the adnexa. The position of the devices in relation to the uterine cornua and determination of closure of the tubes cannot be made on this examination and should be correlated with a post procedural hsg.. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Normal exam. No mass or collection is seen. Patient presents with: abdominal pain - low abd pain off and on x 2-3 weeks pelvic pain - states pelvic pain with irregular bleeding since essure procedure.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's medical history included anxiety, depression, asthma, lower abdominal pain, buttock pain and nausea. Concomitant products included fluoxetine hydrochloride (prozac), norethisterone (micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015: gross description: the b specimen is labeled left fallopian tube with essure device and consists of a fallopian tube segment measuring 9 cm in length and 0.5 cm in diameter. The c specimen is labeled right essure device and consists of two portions of a medical device composed of partially straight to tightly coiled silver wire and one more loosely coiled silver wire. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: impression: normal MRI of the pelvis. Artifact related to tubal occlusion devices in the adnexa. The position of the devices in relation to the uterine cornua and determination of closure of the tubes cannot be made on this examination and should be correlated with a post procedural hsg.. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Normal exam. No mass or collection is seen. Patient presents with: abdominal pain - low abd pain off and on x 2-3 weeks pelvic pain - states pelvic pain with irregular bleeding since essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received : case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, anemia, dysmenorrhea, abdominal pain, device monitoring procedure not performed. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report